Event description:
Patient was revised to address dislocation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged the patient was tested at 7:24 with a result of 40 mg/dl on the inform system. Reporter stated the patient was treated with dextrose. Reporter stated the nurse retested the patient with results of 350 mg/dl at 7:33 and 251 mg/dl at 7:34 on the same system. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.